Event description:
A hospital in (B)(6) reported to a distributor that an rt200 adult dual heated breathing circuit failed the ventilator leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 adult dual heated breathing circuit was returned to fisher & paykel healthcare in (B)(6) for evaluation. The breathing circuit was visually inspected for damage. Results: visual inspection revealed that the expiratory limb sustained a hole about 66cm from the patient end connector. A lot check was not performed as lot information was not provided. Conclusion: based on the inspection conducted, the subject expiratory limb appeared to have been cut with a sharp object. All rt200 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. The user instructions supplied with the rt200 breathing circuit state: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms". The hospital staff correctly checked the subject breathing circuit before patient use, which is in line with the rt200 user instructions.